Event description:
Customer reported that the accutorr v monitor display locks up, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Rep never observed customer failure. Precautionary corrections included replaced cpu board, power supply and keyboard. Calibrated and safety tested to factory's specifications.